Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the left ventricular lead exhibited high pacing impedance and failure to capture. The lead was reprogrammed. The patient was stable in condition.